Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. The reported event was confirmed via review of controller log files which revealed several intermittent suction events occurring since (B)(6) 2018. About 19 low flow alarms have been logged since (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, the most likely root cause of the low flow/suction event can be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction in the outflow graft, inappropriate pump rotational speed, poor vad filling. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had multiple falls recently and some dizziness. Suction events were noted on review of log files. The speed on the ventricular assist device (vad) was reduced. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.